Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. Treatment details and cause of the hernia were not reported. Action taken with therapy was not reported. Recovery status of the patient was not reported. During the follow up, the reporter and the nurse declined to provide any more information on the event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.